Event description:
This device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2015. A call was placed to technical services on 08/21/2018 stating that this device was explanted due to unknown cause. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).